Event description:
The dr & his assistant "puched" arteria femoralis sinistra w/o problems. Guidewire was introduced into aorta. Sheath introduced over guidewire. Iab passed over guidewire w/o resistance to just under arteria subclavi sinistra. When clinician tried to remove guidewire, it was impossible. Assembly was removed & new kit used w/o further difficulty. There were no reported pt complications.